Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank screen. The customer¿s blood glucose level was 177 mg/dl at the time of incident. Customer stated the other blood glucose value was 77 mg/dl. Customer stated the insulin pump had hardware low level failure alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.